Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following preop diagnosis: post laminectomy syndrome and recurrent herniated disk and degenerative disk disease at the l4-5 level. Procedure: re-do lumbar laminectomy, l4-5 and lumbar laminectomy, l3-4, posterior lumbar interbody fusion, l4-5, one interbody fusion cage, 8x8mm at the l4-5 level. Pedicle screw fixation, l4-5. Bilateral lateral fusion l4-5, with local bone and rh-bmp2/acs bone graft. Perop: lumbar laminotomy at l3-4 was done, decompressing the right l4 nerve root. Right sided facet at the l4-5 level was removed. Some rh-bmp2/acs bone graft into the interspace was inserted. And then countersunk an 8 x8 mm interbody fusion cage in a diagonal fashion into the interspace at the l4-5 level, the transverse processes also. Bilateral pedicle screws was inserted into l4-5. Combination of local bone material was inserted harvested from the spinous processes and rh-bmp2/acs bone graft into the decorticated gutters bilaterally at the l4-5 level.